Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported shaft separation confirmed. The reported resistance met with the guiding catheter could not be tested due to the condition of the returned device. The reported flared struts were not confirmed as there was no damage noted to the stent implant. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported resistance with the guiding catheter and flared struts; however, the reported separation appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the 3.5x19mm graftmaster became lodged in the 6f guide catheter, flaring some of the stent struts and resulting in a shaft separation. The device was removed without issue and the 2.8x16mm graftmaster was advanced in the 6f guide catheter, but also became lodged in the 6f guide catheter and resulted in a shaft separation. The device was removed without issue. The guide catheter was switched to a 7f guide catheter and the procedure was completed successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other graftmaster device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a perforation in the heavily tortuous, mid left anterior descending coronary artery. The 3.50x19mm graftmaster covered stent delivery system was advanced into the 6f non-abbott guiding catheter, but there was resistance with the guiding catheter, so the graftmaster was removed. An attempt was made to advance the 2.8x16mm graftmaster, but it also experienced resistance with the guiding catheter and was removed. The perforation was successfully sealed using a 7f guiding catheter and a 4.0x19mm graftmaster. Although the switching of devices took some time, the patient outcome was good. No additional information was provided.